Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated service visit performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has a damaged optical sensor. There was no patient involvement reported.

Manufacturer narrative:
The fse replaced optical switch(d012-00-1816) and also replaced broken helium tank valve knob(d366-00-0092).- device passed all functional and safety tests according to factory specifications.device was returned to customer.no patient involvement and no harm reported.